Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Procedure: gynecology. According to the reporter: upon manipulation of the blunt grip, the inner part of the obtulator happened to be broken. A new one was opened and then the same event occurred consecutively. Operating time not extended. New one was opened to complete the case with no problem. No patient harm.